Event description:
It was reported the r-waves in bipolar sensing were 1-1.4 mv. Some were being undersensed at the lowest sensitivity setting of 1 mv. The device is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.